Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20 stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from the proximal end of the stent and mid to distal end of stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05jun2020. It was reported crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.